Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the display on the insulin pump went blank. Customer changed the battery and received a failed battery test alarm. Customer stated that the device was hot. The insulin pump did not have physical damage and was not exposed to moisture. The contacts on the battery cap are not missing or damaged and the battery compartment is not damaged or corroded. Customer had tried 3 different batteries and issue persisted. Blood glucose value is unknown. Customer advised to discontinue the use of the device and revert to a backup plan. Customer declined the device replacement and to return it for analysis.